Manufacturer narrative:
Initially it was reported that the lot number was 30900339l. However, additional clarification was requested to clarify as this lot number could not be retrieved in the database. Multiple attempts have been made to obtain clarification. However, no further information has been made available. During the device analysis on 29-mar-2023, the lot number of 30900924l was retrieved. Therefore, processed d4. Lot, d4. Expiration date and h4. Device manufacture date fields. The device evaluation was completed on 04-apr-2023. It was reported that a patient underwent a pvi ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, f-curve and no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm issue occurred. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvi ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, f-curve and no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm issue occurred. Initially, it was reported that during the procedure, they had an spu synchronization error that only came up once when the octaray, galaxy, 48p, 3-3-3-3-3, f-curve was plugged in. The spu powered up correctly with a successful self-test. Once the octaray, galaxy, 48p, 3-3-3-3-3, f-curve was plugged in, there was interference on the ECG on both the carto and the ep recording system, and on some of the coronary sinus (cs) channels. They rebooted the spu multiple times; this did not resolve the issue. They changed the octaray cable, and also changed the 20a and 20b extension cable for the spu. None of these resolved the issue. Once they changed the catheter the issue was resolved. There was no noise on cs channels or ECG, and there was no synchronization error on the spu. There was no patient consequence reported. The event was assessed as non MDR reportable for a bad/partial ECG (bs and / or ic) issue. The risk to the patient was low. Additional information received on (B)(6) 2023. Signal interference on all ECG (bs + ic) channels. No ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm (such as defibrillator, anesthesia monitor, etc.) During the signal interference/loss, the affected catheter was inside the patient¿s body. Since the additional information states that no ECG/EKG signal was available for the physician to monitor the patient¿s heart rhythm, the event was reassessed to MDR reportable. The awareness date for this reportable issue is (B)(6) 2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).